Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Product was returned and evaluated. A visual examination of the returned product identified that the rubber sleeve was cracked and torn in multiple places at the drill bit connection end of the device. Multiple wires of the coil under the rubber sleeve were also fractured. There were nicks and scratches on the quick connection end and scratches on the drill bit connection end of the device. No other damage was noted during visual evaluation. This device has an approximate field age of 4 years. Where measured, the device was found to be within product specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a right total hip procedure the flexible silicone drill driver outer rubber sheath was noted to be broken. The issue was noted intraoperatively. There was no report of adverse event, patient injury, or patient impact associated with the reported device issue. No delay in procedure, medical intervention, or additional treatment attributable to the event was reported. It was reported that no further information is available.